Event description:
The advocate stated that the customer's blood glucose was tested using her contour meter and a lab test. The lab result result was 160 mg/dl, while the contour read 51mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the different clinically significant. No adverse events were alleged. The test strips were returned for eval. Replacement test strips were sent to the customer.